Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
This right ventricular (rv) lead was surgically abandoned due to unknown product performance issue. Additional information was received which indicated that there was some noise on the rv shock and pacesense portion of the lead. This rv lead was surgically abandoned and a new lead was implanted. No additional adverse patient effects were reported.